Event description:
Approximately 30cm of the coil had been inserted in the aneurysm when resistance was encountered and it became stuck in the microcatheter. It was reported that the coil inadvertently detached while 15cm remained in the microcatheter. During removal of the coil with a snare device, it stretched and broke. The distal portion of the coil was removed surgically. The patient was reported to be recovering.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Only the delivery wire was returned. Microscope analysis revealed that the delivery wire¿s distal hook was opened and it could be identified that the coil had detached as a result of a break at the main junction. The delivery wire was kinked approximately 50cm and 59cm from the proximal end. Information available indicated that the coil was confirmed to be in good condition prior to use; however, that a terumo microcatheter with an inner diameter of 0.22in was used in conjunction with the coil. As per the directions for use the target detachable coils are only compatible with microcatheters with internal diameters of 0.016-0.019in. It is possible that the excessive internal diameter of the microcatheter may have resulted in the coil behaving unpredictably contributing to the reported issue. Therefore, a root cause of dfu instructions not followed has been assigned to this investigation.

Event description:
Approximately 30cm of the coil had been inserted in the aneurysm when resistance was encountered and it became stuck in the microcatheter. It was reported that the coil inadvertently detached while 15cm remained in the microcatheter. During removal of the coil with a snare device, it stretched and broke. The distal portion of the coil was removed surgically. The patient was reported to be recovering.